Event description:
Facility reports a pt had blisters at the access site of the arterial-venous fistula needles. Testing by a dermatologist showed the pt to be allergic to epoxy. The pt had contact dermatitis from the epoxy used in the MFR of the arterial-venous fistula needle.